Event description:
It was reported that the event involved a male pt while in the coronary intensive care unit (cicu) during insertion. Previous aseptic and antiseptic. The right femoral artery was canalized on second position without complications, the spring wire guide (swg) was advanced and when trying to pass through the intra-aortic balloon (iab) iab, 7 fr 30 cc, it did not advance after approx 10 cm. As a result, the iab was not used. Making use of the same swg, the second iab was advanced (8 fr 40 cc) without complication, using the implements from the first iab. There were no femoral artery obstructions because the second iab had no issues. There was no report of pt death or complications. No medical surgical intervention was required. There was a two hour delay or interruption in therapy with no harm to the pt noted. The pt outcome is the procedure needed on without complications using the second iab. The pt did not have a hematoma at the puncture site. Add'l info received on (B)(6) 2012 stated that the iab was advanced over the swg into the sheath, but only 10 cm. The iab was prepped per instruction with the valve attached and everything was done correctly. The doctor had removed the sheath with the first iab. There were no injuries to the pt.

Manufacturer narrative:
(B)(4).